Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. While trying to place the 2.50 mm x 8 mm promus element plus stent in the patient's circumflex artery (cx), the device would not cross. The cx had a very angulated take-off from the left main coronary artery. After multiple pre-dilatations and attempts to cross the lesion, the physician pulled the stent system back and found there was no stent on the delivery balloon. The stent was dislodged inside the guide catheter. No patient complications were reported and the procedure was completed with balloon dilatation only with no stent placement.